Event description:
A malfunction alarm was reported with code malf 0. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer experienced the malfunction multiple times and used an insulin pen as a corrective measure. Technical support arranged for the replacement of the pump under warranty.